Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump received insulin flow block alarm. The customer¿s blood glucose level was 600+ mg/dl. The customer reports alarm did not occur during fill tubing. The customer reports the infusion set cannula was bent. The customer reports event was resolved by infusion change. The insulin pump will not be returned for analysis.